Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. They inspected the reservoir, snap-cap, and septum for anomalies. No anomalies were found. They ran the occlusion test per dop 114-830 as follows: reservoir filled with diluent and connected to a new infusion set. They installed the reservoir and connector into a 5xx insulin pump. They performed pump manual prime and saw fluid flow through the infusion set and out the catheter tip. Conclusion: reservoir was not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer was changing the set when they received a no delivery alarm. Customer's blood glucose was 423 mg/dl. Caller stated that this happened about 10 times in a month or so. Customer treated with manual injections. Customer's blood glucose was not elevated. Caller stated that the alarm just occurred during manual prime. Caller stated that the no delivery alarm is recurring and has not been resolved. Troubleshooting was performed and the caller stated that the insulin did not exit. Caller was advised to change the set and reservoir. Caller stated that the pump did not alarm no delivery with manual prime after the reservoir and set were changed. Caller was advised to return the infusion set and reservoir.